Event description:
Philips was informed of this event via a copy of the completed medwatch form ((B)(4)), which was submitted by the site ((B)(4)). Problem details: patient was being escorted by the technologist to the scanning area. The technologist and patient were on the same side of the patient table and were approx 18-24 inches apart. The patient table was positioned at its lowest level ( 24 inches from the floor). Patient turned to sit on the table and was asked to place her head towards the gantry. Upon attempting to get onto the table, the patient slipped off the edge, falling to the floor in an upright, sitting position. Information provided in sections 5-7 from the user facility report - no. (B)(4)). Note: per user facility (phone call (B)(6) 2008), patient died during hip replacement surgery.

Manufacturer narrative:
Patient table has a fixed, curved edge with a slight slope to ease loading of patients from a gurney. It is designed for optimal imaging of the patient, and therefore, it is imperative that the operator remain vigilant before, during, and after the study. The gemini dual users manual, p/n 453567944211, rev. B includes the following safety statements: -"observe the following safety recommendations while performing a scanning procedure on a patient: never leave a patient unobserved before, during, or after a procedure." -warning: make sure the patient is placed securely on the patient table and is not in danger of falling." After investigation, it was determined that the table design is not defective and there was no table motion or system malfunction. No further action will be taken.